Event description:
The implant was placed in pt on 8/14/95 in tooth position #16. The pt was seen in drs office on 6/10/96. Upon examination, the dr found that the abutment was loose. X-rays were taken and was noticed that bone loss had occurred around the implant. Therefore, implant was removed. Upon removal of the implant, the chronically inflamed tissue surrounding the implant was debrided. A bone graft procedure was also done for this pt.